Event description:
It was reported that a clearlink continu-flo set leaked. The nurse prepared/primed the bags, closed the roller clamps with difficulty, then left the setup overnight. In the morning the solution bag was half empty. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.